Manufacturer narrative:
Detailed product information was not provided to bsc. The product is unknown as this is a clinical complaint; we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient died. On (B)(6) 2024, the subject underwent treatment with the ranger drug coated balloons as a part of the clinical trial. The target lesion was in right distal superficial femoral artery with a length of 120 mm and 88% stenosis. Prior to the target lesion treatment with the study device, pre-dilation was performed by using 5 mm x 120 mm chocolate pta balloon. Treatment of target lesion was performed by dilation using two 5 mm x 100 mm ranger drug coated balloons study devices. Post treatment, dilation was performed by using 5 mm x 200 mm non-boston scientific (bsc) pta balloon followed by the placement of 5.5 mm x 50 mm non-bsc drug eluting stent. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2024, the subject was discharged on clopidogrel. On (B)(6) 2024, 33 days post index procedure, the subject expired due to unknown cause.

Event description:
It was reported that the patient died. On (B)(6) 2024, the subject underwent treatment with the ranger drug coated balloons as a part of the clinical trial. The target lesion was in right distal superficial femoral artery with a length of 120 mm and 88% stenosis. Prior to the target lesion treatment with the study device, pre-dilation was performed by using 5 mm x 120 mm chocolate pta balloon. Treatment of target lesion was performed by dilation using two 5 mm x 100 mm ranger drug coated balloons study devices. Post treatment, dilation was performed by using 5 mm x 200 mm non-boston scientific (bsc) pta balloon followed by the placement of 5.5 mm x 50 mm non-bsc drug eluting stent. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2024, the subject was discharged on clopidogrel. On (B)(6) 2024, 33 days post index procedure, the subject expired due to unknown cause.

Manufacturer narrative:
A4: weight: updated. E1: initial reporter email: updated. Detailed product information was not provided to bsc. The product is unknown as this is a clinical complaint; we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.